Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number 2916596-2020-03346. It was reported that the patient was in clinic with external driveline damage and wear. On (B)(6) 2020, technical services and clinical specialist arrived on site for cosmetic external percutaneous lead repair. The percutaneous lead replacement performed approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. In addition, the log file captured two no external power events on (B)(6) 2020 and (B)(6) 2020. These were caused by power to the mobile power unit being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the returned portion of driveline confirmed tears to the outer silicone jacket. Approximately 18¿ of the distal portion of the patient's driveline (dl) was replaced via work order# (B)(4). The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the controller connector appeared free from deformation. Tape repairs were present along the majority of the driveline. The silicone jacket was torn approximately 2.5-3.25¿ from the metal connector, revealing the underlying clear bionate layer. Upon removal of the tape repairs, an additional tear to the outer silicone jacket was observed approximately 5.5¿ from the metal connector. A specific cause for this superficial damage could not be conclusively determined through this evaluation. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The submitted log file contains data from (B)(6) 2020 at 00:44:09 through (B)(6) 2020 at 12:21:53. Transient elevations in power over 8.5 w were observed between 12:54:20 and 13:08:09 on (B)(6) 2020 . For these events, power ranged from 8.8-11.2 w. The elevations appeared to be associated with pulsatility index (pi) events. The elevations in power appeared to resolve ¿ from (B)(6) 2020 at 13:15:47 through the end of the file, power ranged from 5.3-6.3 w. Additionally, the file captured no external power alarms that appeared to be the result of ac power loss to the mobile power unit, on (B)(6) 2020 and (B)(6) 2020 (investigated under MFR report # 2916596-2020-03346). No additional atypical alarms were captured throughout the file. The pump speed remained above the low speed limit for the duration of the file, including the no external power and power elevation events. A specific cause for the transient elevations in power could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014 via customer order (B)(4). The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 1 also provides an explanation of each of the pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 4 explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿. No further information was provided. The manufacturer is closing the file on this event.